Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000129009. The allegation is against 1 of 2 anchors; however, it is unknown which anchor, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs anchor, model: 1192ans, UDI: (B)(4), serial: n/a, batch: 8477737. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024. It was discovered that both the lead and anchor had visible damage. As a result, the lead and anchor were explanted and replaced to address the issue. It is unknown which lead and which anchor had visible damage.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000129009.

Event description:
It was reported the patient was experiencing ineffective therapy. A lead diagnostic was confirmed, and high impedances were found across one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has high impedances.